Event description:
It was reported that 2 bd venlon pro safety catheters experienced leakage. The following information was provided by the initial reporter: leaks next to the insert site when the pivc is still in the arm, occurs during use when flushing or having a drip. It is blood running on the side, not pure medication. It cannot be used and have to make a re-insertion. In these two cases it was possible to make an new insertion.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that 2 bd venlon pro safety catheters experienced leakage. The following information was provided by the initial reporter: leaks next to the insert site when the pivc is still in the arm, occurs during use when flushing or having a drip. It is blood running on the side, not pure medication. It cannot be used and have to make a re-insertion. In these two cases it was possible to make an new insertion.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.